Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. Visual inspection revealed no signs of physical damage. The instrument was installed and tested on an in-house system, where it passed recognition and engagement checks. It demonstrated intuitive movement with a full range of motion, and the jaws opened and closed properly. The review of the master supervisory controller (msc) logs did not show any recognition failures. The instrument cut and sealed successfully in 2 of 2 attempts and passed the electrical continuity test. No problems were detected. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted anterior resection surgical procedure, the vessel sealer extend instrument was not cauterizing appropriately. The procedure was completed with no reported injury.